Event description:
The customer called for help with her meter. While troubleshooting, it was discovered the meter was canadian and set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The meter was to be returned for evaluation, and an elite xl will be sent to the customer.

Manufacturer narrative:
Customer purchased canadian meter at u.s. Retailer